Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: due to faulty output connector, the object was not visible because stripes appeared on the image occasionally. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source displayed stripes occasionally in the image causing it to not be visible due to the scope socket being out of poor contact. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was image interference due to poor contact of the scope socket. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.